Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.date implanted - 15 years ago. Remains implanted.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date 15 years ago. Subsequently, a revision procedure was indicated due to poly wear; however, the case was canceled due to patient condition. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on an unknown date 15 years ago. Subsequently, the patient was revised on (B)(6) 2016 due to poly liner wear.